Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient reported that their transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they left the clamp open and the cap off of the one unused supply line. Baxter's technical service center assisted the home patient in ending therapy. The home patient stated that therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.